Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla unknown).surgery to reposition the magnet has not occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.